Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector assembly of the device was broken. It was also noted that the hanger assembly was missing, the lower case and display wires were pinched but not compromised, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had a broken and cracked ventricular port, and it did not "fit tight." The external pulse generator has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.